Event description:
It was reported that on (B)(6) 2025, a small flexnav delivery system (ds) was selected for use in an implant procedure. During device prep, there was a misloading of the valve. One of the retention tabs was loose and not connected with retention receptacle. There was no crossed or misaligned stent struts. The ds was exchanged for a new one and the procedure was able to be successfully completed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient has been discharged.

Manufacturer narrative:
An event of loading difficulty and loose/intermittent connection was reported. The device was returned to abbott for investigation and the locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. However, the valve capsule marker band was noted to have a tear, and the inner shaft was bent. These damages are consistent with damage during use. Due to the condition of the returned device, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported event appears to be related to operational context (valve misload). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.